Event description:
[Yangzhou medline safety needle] treatment under emergency use authorization(eua): on (B)(6) 2021 the (B)(6) department of health did a pfizer covid vaccine outreach at (B)(6) academy in (B)(6) and used these needles sent by pfizer with our covid vaccine shipment. The needles were dull and our team lost 8 vaccines because the needles were so dull and they were bending and they popped free from the syringe and the vaccines were lost and the clients had to be stuck again. The needles were bending and dull also when we were drawing them into the syringes and it was difficult to get all 6 doses out of the pfizer covid vaccine vial. Concern for future use is that a needle will bend and break in a clients arm and have to be removed. We had no other needles available to switch them out for this event. These were the needles provided for us to use to vaccinate by pfizer. FDA safety report ID# (B)(4).